Event description:
In 2009, sybronendo received notification from a doctor that a k3 file had broken during use at the handle, and the patient's tooth had to be extracted.

Manufacturer narrative:
The doctor was contacted, and it was confirmed that the file breakage occured because the office was using the file with a tulsa motor that had the torque setting too high; it was not reversing the file out quick enough. The subject file involved in the reported incident was not returned to sybronendo for evaluation thus, no evaluation will be performed.